Event description:
It was determined during manufacturer's analysis that the programmer locked up on the company logo screen. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the unit locked up at the company's logo screen and therefore the hard drive was reconfigured and the software reloaded. Concomitant product: product ID 229047 software analyzer. (B)(4).